Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a flexible endoscopy procedure in the ureter performed on (B)(6) 2023. During the procedure, it was found that the tail end of the stent was torn. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was torn.

Manufacturer narrative:
Imdrf device code a0414 captures the reportable event of stent torn, inside the patient.